Manufacturer narrative:
A steris service technician inspected the surgical light and found that an integrated fuse within the one lighthead control board had failed. The technician replaced the control board, tested the surgical lighting system and confirmed the unit to be operating properly. The lighting system was returned to service and no additional issues have been reported. The sq240 has a back-up lamp feature, however when a fuse fails, power is interrupted from the circuit and inhibits the back-up lamp from functioning. The lighting system was installed in 2003 and is approximately 14 years old. A letter of obsolescence was issued in 2010 for the sq240 lighting system.

Event description:
The user facility reported that during a patient procedure, one of the two surgical lightheads did not provide illumination. The user facility proceeded with the procedure utilizing the one lighthead and the procedure was completed successfully. No report of injury or procedure delay.